Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the available information, a cause for the reported pericardial effusion could not be determined. The reported hypotension was due to the reported pericardial effusion. The reported additional therapy/non-surgical treatment (unexpected medical intervention) was a result of case specific circumstances as pericardiocentesis was performed to stabilize the patient. The reported patient effects of pericardial effusion and hypotension are listed in the mitraclip instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the pericardial effusion requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was placed on the mitral valve however during deployment, a pericardial effusion was noted and the patients blood pressure dropped. The clip was deployed and then pericardiocentesis was performed to stabilize the patient. The procedure was completed with the mr reduced to <1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.